Manufacturer narrative:
Concomitant medical products. Model: 407652, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency department (ed) in cardiac arrest and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Occasional ventricular undersensing and oversensing was also noted on the stored egm's. Further information revealed the patient is deceased and died of unrelated causes.